Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 300cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered left breast implant rupture and bilateral breast capsular contractures (baker grade unknown), post-procedure. The rupture was diagnosed via physical consultation. As a result, the patient underwent bilateral capsulectomy, bilateral removal and then bilateral replacement on (B)(6) 2021 with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7348836 sn: (B)(4) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 7349623 sn: (B)(4). This medwatch form is for the right breast prosthesis. The left breast complications were reported under mrn: 1645337-2021-01688.